Event description:
It was reported that one drg lead was fractured. The patient denied experiencing any trauma that may have caused the fracture. The cause of the fracture is not known. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue. Effective therapy has been reestablished.

Manufacturer narrative:
Corrected data: g2 has been corrected to include foreign.

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.